Event description:
A report was received that a patient underwent a lead revision due to lead migration. The leads were explanted and returned to bsn for evaluation. Product evaluation for lead (B)(4) revealed that four of the cables were completely broken at the suture sleeve location of the lead. Product evaluation for lead (B)(4) revealed that the lead has burn marks approximately 10 inches from the distal end. The damage is consistent with a typical explant procedure and is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-70, serial # (B)(4), description: phase iii linear lead with preloaded enhanced stylet - 70 cm.